Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 5.1, 4.6, lab: 2.88. Five minutes between inratio tests; two hours between inratio and lab draw. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record, for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.